Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Reporting out of an abundance of caution, the customer failed to respond to 3 attempts to collect pertinent information regarding the potential underlying cause(s) of the adverse event. It remains uncertain whether the event is directly linked to the use of soclean. Reporting is conducted as part of due diligence. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.

Event description:
The customer reports sinus infections, nasal drainage & sneezing.the md prescribed an unspecified antibiotic.